Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 70 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that originally, the stent was placed low. No complications were reported and the pt did not have an endoleak, migration, or aneurysm enlargement; however, but the pt presented with an iliac aneurysm and needed to be taken in for surgical treatment approximately 16 months ago. At that time an additional 28 mm proximal cuff was implanted for the prophylactic enhancement of the previously low placed aneurx stent graft. Recently, there was a report of stent graft migration, which was repaired with another manufacturer's graft. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (migration), (stent graft was originally placed low).